Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to MFR report # 3005099803-2009-02068 for the other associated device info. It was reported to boston scientific corporation that two radial jaw 4 single use biopsy forceps large capacity were used during a gastroscopy procedure performed in 2009. According to the complainant, during the procedure, after advancing the device through the working channel of the endoscope and into the stomach, the first tissue sample was retrieved. While attempting to take a second sample, the nurse noticed that the forceps cup would not close properly and failed to bite tissue. The nurse removed the device from the scope and a second radial jaw 4 was used. Again, this device's forceps cup would not close properly and failed to bite tissue. The procedure was completed using an olympus single use biopsy forceps. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.